Manufacturer narrative:
As reported, a 6/7 f mynx control device did not work properly during use. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. A non-sterile mynx control vascular closure device 6/7f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 are not depressed. The stopcock is open. There was no catheter sheath introducer (csi) attached to the device and a used syringe was returned separated from the unit. The sealant was present in manufacturing position on the device fully covered per the sealant sleeves that did not show any type of damage or anomaly. A complete functional evaluation was executed where an insertion of the corresponding csi was executed, and the deployment mechanism was successfully triggered. Nevertheless, the balloon presented a longitudinal tear when the inflation - deflation functional analysis was performed, therefore the inflation of the balloon was not possible to obtain due to the loss of pressure resulted from the observed tear. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis the longitudinal tear was clearly identified along the balloon body. Additionally, the sealant sleeves did not show any abnormal condition or damaged evidence. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was confirmed, as the balloon was not able to maintain a positive pressure to achieve the inflated state, due to a longitudinal tear observed in the balloon body. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7 f mynx control device did not work properly during use. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was returned for evaluation. According to the product evaluation, the balloon was not able to maintain a positive pressure to achieve the inflated state, due to a longitudinal tear observed in the balloon body.